Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device stopped measuring, and no reading could be obtained. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned module was evaluated. During testing the module could not successfully establish communication with the root and the monitor displayed "gel bridging detected." The module was connected to a computer in order to take measurements and a "gel bridging" message was shown. The module is sealed and cannot be opened for internal inspection, no defects were observed via x-ray inspection. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected : common device name corrected from electroencephalograph to monitor, physiological, patient (without arrhythmia detection or alarms) product code corrected from gwq to mwi. 510k corrected from k140188 to k151644.